Manufacturer narrative:
Conclusion: no faults detectable.

Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to our local affiliate ((B)(4)). This case involves a (B)(6) female pt who received one vial of poly-l-lactic acid (sculptra) therapy sometime in (B)(6) 2009 for cosmetic reasons. Relevant medical history and concomitant medication info were not mentioned. In (B)(6) 2009, six weeks after treatment, the pt developed small nodules. The nodules were treated with corticosteroid injections which led to a reduction in size, but not complete resolution. Approx two weeks ago, the nodules started to grow again and became very large. Poly-l-lactic acid therapy was not discontinued. A ptc (pharmaceutical technical complaint) was initiated: local ptc number (B)(4); global pt number (B)(4). Addendum for f/u info received on (B)(4) 2009: ptc results revealed: since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the dhrs (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the even occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend addressing this kind of event to the medical affairs unit for their evaluation.